Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced perceived glucose variability and multiple hyperglycemic episodes while using the ilet system with a connected cgm, leading to frustration and consideration of discontinuation; the trainer documented behaviors including pausing or disconnecting the pump and administering outside correction insulin, delayed meal announcements, variable snack dosing, and overtreatment of hypoglycemia, with device data showing recent improvement in time in range and low exposure. Symptoms included episodes of hyperglycemia and concerns about hypoglycemia with rebound highs. Outcomes included additional training, education on meal and snack announcements, gentle hypoglycemia treatment, avoidance of outside correction insulin with specified pause guidance, and use of a secondary overnight target; the user chose to continue therapy and declined ongoing coaching. Investigation included review of device and cgm data, assessment of usage patterns, and clinician interview. Investigation of this case revealed that glycemic excursions correlated with delayed meal coverage, inconsistent snack dosing, overtreatment of lows, and external insulin corrections, while device performance appeared consistent with expected automated adaptation. It was concluded, based on previously established findings for similar reports, that user technique and behavioral factors were the most likely contributors, with no evidence of device malfunction.